Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid rate above the prescribed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while in the hospital. A review of download data revealed that the patient was treated six times on (B)(6) 2016 between 03:58:47 and 04:05:02. The rhythm at the time of the first treatment was svt. A second treatment was delivered a t 03:59:11 during nsvt. A third treatment was delivered at 04:02:46 during svt. The rhythm at the times of treatments #4 and #5 was rapid sinus tachycardia. One final treatment was delivered at 04:05:02 during svt. A rapid heart rate above the prescribed rate threshold contributed to the false detections. The response buttons were pressed after treatment #6. The lifevest was shutdown at 04:17:11. The patient was placed on hospital telemetry and subsequently passed away while not wearing the lifevest.